Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd unspecified bd infusion set was occluded. The following information was received by the initial reporter with the verbatim: case #: (B)(4). Case subject: secondary does not run. Account name: (B)(6) hospital. Patient or user involvement: yes. Patient or user harm: unknown. Case description: pcu 15540671, lvp 15531438 allegedly secondary infusion ran and bag was still full. Date and time unknown at this time. Sets are not available.